Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had the lag screw initially implanted on an unknown date in 2016 following a failed trochanteric fixation nail. On (B)(6) 2016, the patient underwent removal of the lag screw, short trochanteric fixation nail and distal locking screw. There is no allegation against the distal locking screw or the short trochanteric fixation nail. The patient was revised to a girdle stone procedure. There was no surgical delay. The procedure was completed successfully. This complaint is related to linked complaint (B)(4) which captures the failed trochanteric fixation nail. Additional concomitant device: distal locking screw (unknown part and lot numbers).

Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for an unknown lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Revision procedure scheduled for (B)(6) 2016; it is unknown if that procedure occurred. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is to undergo revision surgery of a short trochanteric fixation nail due to the lag screw advancing medially and through the acetabulum. Projected date of surgery was (B)(6) 2016; it is unknown if the surgery was completed as scheduled. Concomitant device reported: short trochanteric fixation nail - (unknown part and lot number) this report is for an unknown lag screw. This is report 1 of 1 for (B)(4).